Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis of the device memory indicated a full electrical reset. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the physician stated that at the end of the operation the implantable cardioverter defibrillator (ICD) showed the end of service (eos) index early. It was noted that the device had forty-seven electrical resets related to a low battery voltage. It was noted that the electrical resets and the subsequent eos could have been related to electrocautery being used during the procedure. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the physician stated that at the end of the operation the implantable cardioverter defibrillator (ICD) showed the end of service (eos) index early. It was noted that the device had forty-seven electrical resets related to a low battery voltage. It was noted that the electrical resets and the subsequent eos could have been related to electrocautery being used during the procedure; which resulted in noise/electromagnetic interference (emi) seen on stored electrograms (egm). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The device set eri/rrt while implanted. Review of save to disk data showed that the device had multiple pors with the last 4 occurring during the explant procedure after exposure to cautery. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There was no evidence of a high current drain condition on the hybrid, and no hybrid anomalies were observed. The device passed the manual functional testing and longevity calculation. The device was found to meet specifications for normal battery depletion and normal device operation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.